Manufacturer narrative:
Unit received with no battery cap. Tested using test battery cap. Unit passed displacement test, sleep current measurement, active current measurement and self test. Power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that their insulin pump had a cracked screen and customer was unable to read the screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No low battery alert noted. Device received with partial display due to cracked lcd glass. Unable to verify battery cap damage due battery cap was not received with unit.